Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 16th of may 2015 for further investigation. During the investigation the fse checked and cleaned the stator and cleaned the filter housing. The pump was checked and it had been set to 118, the fse made a correction and changed it back to 108. Fse replaced the check valve with a new one due to lower retention time. Then the fse ran calibration 3 times and ran qc a few times, verifying that the controls are now well within range. No further action is required by the fse. Instrument is functioning as intended and was released. The probable cause of the event was the tubing and valve starting to get obstructed. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported controls are out high and leaking with their g8 analyzers. The customer could not provide the control lot number but the same controls were run on two g8 analyzers and the results were within range on first g8 and out of range high for the second g8. The controls were made fresh and results for the second g8 were 6.9, 7.0, and 12.3. Customer indicated that the column was replaced and the lot numbers all matched. Also, the customer reported that the first g8 analyzer is leaking from behind the column. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.